Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device remains implanted; therefore, the reported event cannot be confirmed. The instructions for use (IFU) identifies aneurysm rupture as a potential complication associated with use of the device.

Event description:
It was reported that during treatment of the acomm aneurysm the via-17 catheter re-ruptured the aneurysm. The physician placed a scepter xc and a web device to treat the patient. The status of the patient is unknown at this time.